Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the screw was broken during inserting it into the shaft of the bone. The nurse said that the doctor may not have inserted the drill with the drill guide and had no contact with the bone. Another screw was used instead and the procedure was completed.